Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt was having a problem with their middle finger on the left hand because it would feel like it was attacked as if it was stuck into an electrical socket. The pt thought the issue was related to their ins device because when it happened one of the first times, they had their hand on high with therapy and another time they were holding a tray tightly and the same finger was intense; when that happen, they scream like it was an attack. First time it happen they press their hands together with the fingers next together and push it as hard as they could, then after a minute it released. This had happened several times now and today was the worse, they had to put ice on it to make it settle down. Pts doctor was out of the country as well so their manufacturer representative (rep) said to call since it was terribly painful. The pt decided to turn therapy off. The patient was redirected to their healthcare provider to further address the issue. Agent emailed physician listings.